Event description:
A distributor in (B)(4) reported behalf of a healthcare facility that the needle of the manometer of a rd900 neopuff infant resuscitator would not move. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in china, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Result: the performance test of the complaint rd900 neopuff infant resuscitator revealed that the tubing attached to the manometer was detached. Conclusion: we are unable to determine the cause of the reported fault. However, it is likely due to physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".